Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4) , ubd: 06-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine (at an unknown concentration at 10-915 mg/day) via an implantable infusion pump. It was reported that the patient presented to the clinic for a refill and complained that the pump was not working. The hcp ordered a magnetic resonance imaging (MRI) to be performed and it showed that there was a 4 cm granuloma at the tip of the catheter. No neurological symptoms were reported. The hcp planned to wean the patient from the pump and have the catheter removed. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was unresolved at the time of this report and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). On 11/26/2018 the pump was filled with saline and programmed to minimum rate. The patient followed up with the hcp on (B)(6) 2019 and a catheter dye study was planned.